Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Several attempts were made to establish communication, but the device would not connect. The case was opened, and a good crystal was installed. The device powered up and functioned correctly. This is consistent with a failure of the crystal to start up when bias is applied. A mitigation was implemented with the release of the emblem family in 2015. The circuitry around the crystal was modified to accommodate higher impedances within the crystal. In addition, the crystal supplier implemented an additional test screen to the end of the manufacturing process to eliminate crystals that are susceptible to impedance instability.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this device was beeping all weekend. An in-office follow-up was attempted but the device could not be interrogated. Magnet placement did not cause the device to beep. A review of previous latitude follow-ups found the shock impedances were high but within normal limits. The device was explanted and replaced onto the same electrode. The impedance with the new pulse generator was 125 ohms, which is within normal limits. There were no additional adverse patient effects.

Event description:
It was reported that this device was beeping all weekend. An in-office follow-up was attempted but the device could not be interrogated. Magnet placement did not cause the device to beep. A review of previous latitude follow-ups found the shock impedances were high but within normal limits. The device was explanted and replaced onto the same electrode. The impedance with the new pulse generator was 125 ohms, which is within normal limits. There were no additional adverse patient effects.